Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: ni event description: clips did not start dispensing until after the 3rd time pulling the handle back to fire the clip two other complaints have previously been reported by the same hospital. Additional information received on 04sep2025 during product decontamination: fired 3 times, no clip. Intervention: ni patient status: no patient injury indicated.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: ni. Event description: clips did not start dispensing until after the 3rd time pulling the handle back to fire the clip. Two other complaints have previously been reported by the same hospital. Intervention: ni. Patient status: no patient injury indicated.